Manufacturer narrative:
Bottle 14 (xylene) was not in contact with the corresponding sensor for nineteen (19) seconds, which is less than the minimum period configured of 20 seconds; and shows that the station was reset. Resetting the reagent station sets the concentration to the default value configured in the reagent types definition, which for bottle 14 was 100% in this instance, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. It was not possible to confirm unequivocally whether bottle 14 (xylene) had been removed for sufficient time to complete manual replacement of the reagent in the bottle prior to this action because information pertaining to the status of the reagent bottle sensors prior to (B)(6) 2015 was not recorded in the available instrument logs. The specific protocols in which the reagent in bottle 14 (xylene) was used for the first and second time could not be identified from the available logs because information regarding the reagents used for protocol runs prior to (B)(6) 2015 was not recorded in the available instrument logs. These protocols completed without reported incidence. The reagent in bottle 14 (xylene) was used for the third time in the final clearing step of the "ccad 2 hour standard xylene" protocol started in retort b at 06:48am on (B)(6) 2015; for the fourth time in the final clearing step of the "ccad standard validation protocol" protocol started in retort a at 18:23pm on (B)(6) 2016; and for the fifth time in the final clearing step of the "factory 2hr test ccad" protocol started in retort a at 17:43pm on (B)(6) 2016; these protocols completed without reported incidence. Based on the information provided by the complainant, it was determined that sub-optimal tissue processing reported was derived from the "ccad standard validation protocol" protocol started in retort b at 17:41pm on (B)(6) 2016, which completed successfully at 04:06am on (B)(6) 2016. This protocol comprised 136 cassettes based on data entered by the user into the instrument software. The reagent in bottle 14 (xylene) was used for the sixth time in the final clearing step of the "ccad standard validation protocol" protocol started in retort b at 17:41pm on (B)(6) 2016. The investigation has identified that a use error may have occurred when a user had affirmed in the instrument software that the concentration in bottle 14 (xylene) was to be set to default value of 100% at 16:22pm on (B)(6) 2015 because there is evidence to indicate that the bottle may not have been removed from the instrument for sufficient time to replace the reagent. The concentration of the reagent in bottle 14 prior to this action was 70.5%. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 14 (xylene) was used for the final clearing step of the "ccad standard validation protocol" protocol started in retort b at 17:41pm on (B)(6) 2016 from which the complainant identified sub-optimal processing. The minimum final reagent concentration required for xylene is 95%; and it is likely that the quality of tissue processing would have been adversely affected if the reagent in bottle 14 (xylene) had not been replaced on (B)(6) 2015. However, in the absence of chemical analysis of the reagent in bottle 14 the contention that a use error may have occurred during replacement of the reagent on (B)(6) 2015 cannot be proven. The root cause of the sub-optimal tissue processing reported could not be unequivocally determined from the available information. There is circumstantial evidence to suggest that a use error may have occurred during replacement of the reagent in bottle 14 (xylene) at 16:22pm on (B)(6) 2015. However, in the absence of chemical analysis of the reagent in bottle 14, which was used for the final clearing step of "ccad standard validation protocol" protocol started in retort b at 17:41pm on (B)(6) 2016, the contention that a use error may have occurred during replacement of the reagent on (B)(6) 2015 cannot be proven.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing. Information provided by the complainant to a third party service engineer indicated that "tissue sample is burned inside the machine". On (B)(6) 2016, leica biosystems received information that affected tissue samples were not diagnosable and that re-biopsy has been recommended. Further information is being sought as to the number of patients requiring re-biopsy; and the age/date of birth and gender of each patient.